Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was dim and reddish. The battery compartment was cracked from threads to the bottom of finger pad grip. Unrelated to the other damage, the pump's clip insert was broken on the top right side. The keypad cover was opened and contamination was found under the "contrast"," up" and "down" button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored, there was a crack in the battery compartment, and contamination was found under the button contacts. This report is made based on results of investigation completed on (B)(4) 2013.